Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review revealed no exception found during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as failure code 810:03. The root cause could not be determined at this time. The baxter repair technician replaced the pump head module as a precaution. A follow up report will be submitted if additional information becomes available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:03, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.